Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20mm sapien 3 ultra valve in the aortic position, there was a larger amount of pressure when trying to push the valve out of the esheath. The valve popped through with forward pressure, and when the esheath was removed, it's noted that the distal tip was torn. Resistance was noted only as the valve was exiting the sheath. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the no product investigation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of provided imagery revealed the following observations: distal tip appeared to be radially torn and unraveled. Per the complaint description, 'during implant of a 20mm sapien 3 ultra valve in the aortic position, there was a larger amount of pressure when trying to push the valve out of the esheath. The valve popped through with forward pressure, and when the esheath was removed, it's noted that the distal tip was torn. Resistance was noted only as the valve was exiting the sheath. There was no patient injury.' Provided imagery revealed presence of radially torn tip. This failure mode is characteristic of sheath tip tear events as described in a pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. This interference could also lead to high push forces associated with delivery system exiting the sheath, resulting in the reported resistance at the sheath tip. In this case, the complaints for difficulty advancing through sheath and sheath distal tip torn were confirmed based on review of the provided imagery. However, no manufacturing non-conformance was identified. A review of the DHR and lot history was unable to be performed as no lot information was provided. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip/separation. The risks outlined in the pra remain the same; the pra documents the potential for 'procedural delay' which did occur during this event. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A corrective action & preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. While no device lot number was provided, the sheath from this complaint was likely manufactured after the corrective action (given the limited shelf life of esheath devices (2 years) and the procedure date. The complaint rates remain within the monthly control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.